Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose meter was malfunctioning. The customer's sister stated that her brother did not feel well, and when she tested his glucose level, it gave a high blood glucose reading. It was stated that the customer over bolused and ended with hypoglycemia. The paramedics were called and treated her brother. Advised the sister that she did not have hippa consent, and her brother would need to call back to provide permission. No further info was provided.